Manufacturer narrative:
Customer facility phone number: (B)(4).

Event description:
Information was received indicating that a smiths medical trach tube had issues fitting the tube clamps to the tube. There were no reported adverse events.